Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue. The device's internal battery was found to not fully charger. The device's internal battery was replaced to address the issue.